Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found that the device had triggered a false elective replacement indicator flag. The battery voltage levels had not reached elective replacement indicator. (B)(6).

Event description:
This report is to advise of an event observed during analysis.